Event description:
It was reported that balloon rupture occurred. Ipsilateral approach was performed during the procedure. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left posterior tibial artery. After placing a sheath, the lesion was crossed with guide catheter, micro catheter, and guidewire. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, during the fifth inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no complications reported and patient was in good condition post procedure.